Event description:
Healthcare professional reported "right breast implant rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on radius assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "right breast implant rupture". Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13dec2023.

Event description:
Healthcare professional reported "right breast implant rupture". Device has been explanted and replaced.